Event description:
Device shredded in patient when attempting to remove it. This wire is used mainly by the PICC nurses in the ICU for patients that might be a "difficult stick" and by the physicians in the ICU. PICC attempted on a female patient in early 2009, the wire was used and it went through a 22g catheter, but the insertion was a rough introduction. She wasn't able to get where she wanted, so was attempting to remove the wire and it caught on part of the 1" plastic insight and unravelled to a length of 2-3 feet, but it did all come out of the patient. This nurse said she has never had this happen before, but was told it had happened to other nurses in her department and always when they had inserted the wire, and then reinserted. Patient's outcome is unknown at this time.

Manufacturer narrative:
Although the device was returned for investigation, we are not able to determine the root cause of the device failure at this time. In some way the forces exerted on the tip of the wire guide exceeded the design limitations of the device. It is likely that these forces were exerted in a tensile manner. Typically a tensile force is only exerted on the distal weld when the wire guide is being retracted. Additionally, it appears this device was utilized with a competitor's product so, the specifications of the 22 gauge needle catheter are unknown. It is possible there was an interference fit between outside diameter of the wire guide and the inner diameter of the needle. Cook medical recommends using this guide with a 21 gauge needle. The distal tip of this device is examined for security by tugging gently on the device by our quality control department prior to further processing. A label is affixed to the spiral guide holder which warns against retracting the wire guide through rigid products, specifically needle cannula. Nevertheless, the appropriate individuals have been notified of this manner and we will continue to monitor for similar reports.